Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The 90% stenosed lesion was located in a very tortuous left anterior descending artery (lad). Following predilatation using a 3.0 x 12 mm apex balloon catheter, a 2.5 x 24 mm promus element plus stent was implanted distally and a 3.5 x 16 mm promus element plus stent was implanted just proximal to, and overlapping, the 2.5 x 24 mm promus element plus stent. A 2.75 x 20 mm unknown balloon catheter was used to post-dilate the distal stent then a 3.75 x 16 nc quantum maverick balloon catheter was used to post-dilate the proximal stent. After using the 2.75 x 20 mm balloon catheter they noticed the two promus element plus stents were no longer overlapped. There appeared to be a "dark spot" and they confirmed that the struts of the distal stents were mangled and separated, indicating stent deformation. They used "stent boost" and imaging to confirm the stent deformation. A 3.5 x 12 mm unknown stent was used to cover the non-overlapping area between the two promus element plus stents with 0% residual stenosis. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).